Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. One day later , patient suffered potential myocardial infarction. Post pci, lab elevations met potential mi criteria per 3rd universal definition. Investigator assessed event is not related to the study device or antiplatelet medication. Sponsor assessed event is possibly related to study device but not related to antiplatelet medication. Patient recovered.

Manufacturer narrative:
Cec adjudicated mi as no event as mi preceded enrollment. If information is provided in the future, a supplemental report will be issued.